Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inpsection noted that the helix was bent/distorted and some blood infiltrated into the helix mechanism.

Event description:
It was reported that during implant attempt, after several attempts, the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.